Event description:
A (B)(6) old female pt contacted zoll customer support to report that her monitor would not completely power on and was making a loud screeching noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not completely power on) has been confirmed. As received, the monitor would not power on. Upon service investigation, there was a segmentation fault while performing the flash test. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer/analog board sn (B)(4). The root cause of the flash memory failure is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective component. The pt received a replacement monitor.